Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no related deviations or anomalies during manufacturing. No medical records were provided. Root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d10, g3, g6, h1, h2, h3, and h10. Re-investigation on (B)(6)/2021: visual inspection of the returned device confirmed that the device is cracked at the anterior side of the surface. The device was manufactured on (B)(6), 2012 and has therefore been in the field for approximately eight years and three months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the knee trial was found cracked at the hospital. Attempts have been made, however, no additional information is available.